Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the surface of the grasping section being partially peeled off, additional findings were as follows: crack occurred at position of 15 mm from the tip of probe and the probe had a scratch and crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the gripping part was closed and ultrasonic output was repeated when nothing was gripped between the gripping part and the probe tip. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the sonosurg curved scissors,hf,pistol grip,5mm x 34cm had an error occur and would not output. The event occurred during a therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that the surface of the grasping section was partially peeled off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.